Event description:
It was reported the pt ((B)(6)) was unable to establish communication with the ipg using the programmer. Surgical intervention was undertaken to replace the pt¿s ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories; 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.